Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a ventricular lead revision, an insulation anomaly was noted on the atrial lead. The atrial lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation degradation at 4.5 cm from the connector pin. The outer coil was stretched in the same area.